Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion on acute myocardial infarction (ami) patient, the iab could not be inserted because of an unwrapping failure. A competitor's sheath was used. The iab was replaced to continue therapy. No patient injury was reported.